Manufacturer narrative:
This follow up report is to update the agency with npb's failure investigation results. Npb was able to isolate the failure of this device to a specific pcb within the device. In the process of troubleshooting this pcb to determine the root cause, the failure mode ceased to persist. Npb has tried extensively to induce the failure mode so that the root cause could be determined, but the device continues to operate without discrepency. Npb feels that the failure mode associated with this report is a rare and isolated occurrence. Npb is closing the investigation.

Event description:
On 7/9/97, nellcor puritan bennett ("npb") received info alleging that on wednesday 7/2/97, a 26 yr old male quadriplegic pt on CPAP ventilation, who had been transferred from the ICU to an "isolation room", was being monitored with an n-180 pulse oximeter. The hosp stated that the n-180 provided oxygen saturation readings of 100%. The hosp has informed npb that they questioned the pulse oximeter readings at this time did not want to bring add'l equipment in to the isolation room. The hosp reported that on saturday, 7/5/97 the pt's deteriorating clinical appearance prompted the hosp to try another pulse oximeter which displayed an oxygen saturation reading of 26%. The pt's ventilator setting were then changed. The hosp reports that the pt is "doing better".